Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was not confirmed. The device evaluation found a puncture in camera cable and caused a leak in the camera cable. Based on the results of the investigation, the most probable cause of the complaint is related to a random component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the camera head was plugged in it was not working. This event occurred during preparation for use of an unknown procedure. There are no reports of patient harm.